Event description:
This report is based on information provided by philips. Remote service personnel has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60, indicating that the device has an error code 1104 backup alarm failed error message. It was reported there was no patient involvement, at the time the issue was discovered.

Manufacturer narrative:
B5: multiple attempts have been made to try to obtain further information about this case but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device has an error code 1104 backup alarm failed error message it was reported there was no patient involvement at the time the issue was discovered.